Event description:
An autopsy was ordered; according to the autopsy report, the cause of death was complications from significant hypertensive cardiovascular disease and a history of atrial fibrillation in a background of recently diagnosed multiple myeloma and morbid obesity.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Review of the run data file indicated there were eight 'inlet pressure too low' alarms and one 'ac low volume' prompt. There were no other alarms or any alarms that would be detrimental to the procedure. The pumps operated according to specification and the pressure sensors, as well as the level sensors, were reading and operating appropriately. The device, 1p05740, operated as intended and is safe for use. The customer submitted 2 pages of apheresis run sheets. The first run sheet contained specific information on disposables, equipment, extracorporeal volume, and central venous catheter. There was nothing out of the ordinary. There was a note stating: "patient arrived in wheelchair with husband. 1105 patient coded, nurse at bedside. CPR performed. No pulse, not breathing. 1144 dr. (B)(6) call to stop CPR". The disposable set was primed at 0723 and disconnected at 1120. The second apheresis run sheet lists the flow rates and infusion rate confirming they were within normal parameters and the collection preference (cp) was within the recommended range. The procedure was started at 0803 with an estimated run time of 312 min. Between 0848 and 1018, the pulse telemetry fluctuated between 70 and 72 and the blood pressure between 114/69 and 126/69. At 1041, the pulse telemetry reading was 70 and the blood pressure was 136/82. At 1105 after processing 11626 ml whole blood, the patient coded. A copy of the patient's complete blood count with differential was provided. It appeared that the patient was on 5 day stimulation course and the counts were as follows: wbc (x10^9/l) hematocrit (%) platelets (x10^9/l) day 3 (on (B)(6) 2020) 31.89 35.6 243 day 4 (on (B)(6) 2020) 57.92 34.2 227 day 5 (on (B)(6) 2020) 61.8 32.1 114 the customer also submitted a copy of the patient's cardiac and chemistry profiles. The patient's data that were outside of normal ranges include lactate dehydrogenase (ld u/l), creatinine (mg/dl), total protein (g/dl), alkaline phosphatase (alp u/l), magnesium (mg++ mg/dl) and alanine aminotransferase (alt iu/l). Ld creatinine total protein alp mg++ alt day 4 (on (B)(6) 2020) 340 0.75 6.1 208 1.7 10 day 5 (on (B)(6) 2020) 373 0.76 5.8 217 1.4 8 investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide updated information in d.8, h.1 and h.10. Updated investigation: additional observations were noted as follows: - no air was found in the return line, past the last point of detection, eliminating the possibilities of air embolism. - the contents in the collect recirculation line confirmed that the plasma was clear and free of hemolysis. - some clotting was present in the return line and return pump header, as well as in the channel. The clotting was most likely due to the age of the set post procedure and shipment. - the ac filter inlet bond socket was found broken inside the ac inlet tubing. Investigation determined there was no evidence of excess solvent and the damage likely occurred during shipment to the laboratory since ac solution was present in the line and was on both sides of the filter and all of the way down the inlet coil. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Investigations: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. During evaluation of the disposables set additional observations were noted as follows: no air was found in the return line. Some clotting was present in the return line and return pump header, as well as in the channel. The clotting was most likely due to the age of the set post procedure and shipment. The plasma line contained some red cells. The inlet coil, return coil, and the inlet line 3:1 manifold contained some red cells that were sedimenting out, confirming there was no hemolysis during the procedure. No hemolysis was observed in the return saline line, though a small amount of blood had moved up into the line. The ac filter inlet bond socket was found broken inside the ac inlet tubing. Investigation determined there was no evidence of excess solvent and the damage likely occurred during shipment to the laboratory. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation: per internal medical review and analysis, the device did not cause or contribute to this incident. Root cause: based on the autopsy report, the cause of death was complications from significant hypertensive cardiovascular disease and a history of atrial fibrillation in a background of recently diagnosed multiple myeloma and morbid obesity.

Manufacturer narrative:
Investigation: the patient was given 25g/250ml calcium gluconate prior to the procedure as a preventative. A used optia set containing blood was returned to tbct for investigation. It was noted that blood had circulated throughout the set and the channel and reservoir were full of blood. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident. The ac filter inlet bond socket was found broke inside the ac inlet tubing. All pressure sensors were inspected and determined to be functioning properly. All witness and wear marks indicate individual loop and channel components were properly loaded. The device was evaluated at the customer site by a terumo bct technician. A full checkout per manufacturer¿s preventive maintenance instructions was performed. Performed auto test and fluid run without any unwarranted alarms. All test passed. No issues found with machine. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that 182 minutes into a continuous mononuclear cell (cmnc) collection, a patient with multiple myeloma stated she did not feel well. There were no patient complaints or machine alarms prior to this point. The fluids were verified and checked that they were connected properly. The patient coded, but resuscitation efforts were unsuccessful. The patient expired. Terumo bct is awaiting the autopsy results. The customer does not suspect the device caused the death. Full patient ID: (B)(6) this report is being filed due to patient death, though at this time, it is not alleged that the device caused or contributed to the death.